Event description:
See MFR report# 3004209178200908440. Two weeks before the reported event, the physician decided to remove the lead from the device that was explanted in 2009. When the device on the left side was then turned on, the pt felt no stimulation sensation. Pt's programmer indicated device was on. She usually felt stimulation at 1.5 volts, but did not feel stim even when turned up to 5 volts. Further info was requested from the healthcare professional.